Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that there were multiple cracks in the battery compartment. There was evidence of moisture contamination observed on the underside of the battery cap. The battery cap threads were observed to be damaged; the cap was not able to secure properly to the pump. A leak test was performed and a leak at the battery compartment crack was found. Due to the battery cap and battery compartment damage, the pump had intermittent power with the returned battery cap. Using a test battery cap, the pump was powered on and investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. There was evidence of moisture contamination observed on the underside of the battery cap. The battery cap threads were observed to be damaged and the cap was not able to secure properly to the pump. A leak was found at the battery compartment crack. The pump had intermittent power with the returned battery cap due to the battery cap and battery compartment damage. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.